Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s ins killed off her other 2 ¿batteries.¿ the patient stated that she has a diabetic pump and a stimulator from another company and thinks that the ins killed off both of them. The patient stated her ins still works. The patient reported both batteries died the day prior to report. The patient also alleged that her ins had not worked to cover her pain and that the healthcare provider (hcp) has reprogrammed it many times and it still does not provide her therapy relief. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.